Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior colon resection and dissection of rectal mass procedure, three reload stapler misfired. When the first staple misfired, the handle also broke off. All three staplers were replaced with a new stapler after each misfiring. A manual stapler was used next but surgeon discovered that the staple line was not holding. Another brand of stapler was brought in to complete the case, without complications. The partially stapled tissue resulted in a large opening and a loss of length in the rectum. A diverting ileostomy was performed. An additional surgery will be required.